Manufacturer narrative:
(B)(4).

Event description:
The patient experienced infection following implant. She was scheduled for surgery on (B)(6) 2010. It was noted that she had previous devices implanted that were removed due to staph infection. Complete patient information and device information were not known. The patient was seeking a new physician; her existing physician was moving. Further follow-up was not possible.